Manufacturer narrative:
This report is submitted on july 28, 2017, (B)(4).

Event description:
Per the patient's surgeon, the patient developed a holger grade 4 infection at the implant site. Subsequently, the patient underwent a procedure to debride tissue around the abutment, and was treated with steroid cream and antibiotics (oral and topical), post-operatively. The infection reportedly resolved; however, approximately three weeks following the procedure, the infection reoccurred. The patient was treated for a second time with steroid cream and antibiotics (oral and topical). Following treatment, the symptoms were reportedly resolved.